Manufacturer narrative:
The insulin pump had button error alarmed due to moisture on keypad trace. The insulin had a missing end cap sticker. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests due to keypad damage. No moisture damage found on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had no delivery alarm, button error, and high blood glucose. The blood glucose at the time of the incident was 350 mg/dl. The customer blood glucose at the time of the call was 142 mg/dl. The customer was experiencing shakiness, a not being able to see, and weak. The customer did contact their healthcare professional and was advised to change the set. The customer reverted back to manual injection as a backup plan. At this point the customer drank water and lay down. Troubleshooting was performed. The drive support cap appeared normal. The customer noted there were some soda size air bubbles. After checking the basal rates the customer noted the buttons were sticking together and the pump alarmed button error. The customer was advised the product would be replaced and returned for analysis.